Event description:
It was reported to intuvie that the infusion pump failed the 30psi occlusion test. It is unknown if there was patient involvement.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. The returned infusion pump failed the 30 psi occlusion test, occluding at 20 psi. No similar complaints were found in the serial number history. Device is not performing to specification. Pump will be transferred to servicing team to be tested and serviced. The root cause is undetermined, and CAPA-15 has been initiated for investigation. Reference to complaint # (B)(4).